Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that on (B)(6) 2018 the enteral feeding pump under delivered during use. The customer stated that pump was set to deliver 325ml three times per day for a total daily feed amount of 975ml but the pump only delivered 800ml therefore under delivering 175mls. The customer also stated that the patient was weaker but did not require medical intervention. The formula used was nestle.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the enteral feeding pump under delivered during use. The customer stated that pump was set to deliver 325ml three times per day for a total daily feed amount of 975ml but the pump only delivered 800ml therefore under delivering 175mls.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.